Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify a21 alarm due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was unknown. They stated that the drive support cap was normal. The customer reported that they were successfully able to clear the alarm and rewind the insulin pump. The customer stated that the insulin pump was not exposed to magnetic field. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.